Event description:
It was observed that during the device evaluation, the subject device exhibited an abnormality in the displayed value, clogging of the tube, and a led (light-emitting diode) lighting failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the abnormality in the displayed value occurred due to the clogging of the tube and led (light-emitting diode) lighting failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.